Event description:
Customer called in to report the insulin pump has unresponsive buttons. Blood glucose reading is 178 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test due to no act button response. The insulin pump received with act response due to corroded keypad trace. The insulin pump received with cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.